Event description:
It was reported that the patient presented in clinic for routine follow up post implant. It was noted that the atrial lead was dislodged. Lead dislodgement was confirmed via chest x-ray. The right atrial lead was explanted and replaced as the physician did not prefer to reposition the existing lead. The patient was stable post procedure.

Manufacturer narrative:
Additional information ¿ a complete lead measuring 51.5cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.